Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4) study. It was reported that patient had angina and target vessel revascularization occurred. In january 2012, patient presented with chest pain and diagnosed to have unstable angina and was referred for cardiac catheterization. Target lesion #1 was a long restenotic lesion of the unknown stent located in the mid right coronary artery (rca) extending in to the distal rca with 75% stenosis and was 36 mm long with a reference vessel diameter of 3 mm. Target lesion #1 was treated with pre-dilatation and placement of a 2.75 mm x 38 mm ion us coa stent. Following post dilatation, residual stenosis was 0 %. Target lesion #2 was an restenotic lesion of the unknown stent located in the proximal rca with 75% stenosis and was 35 mm long with a reference vessel diameter of 3 mm. Target lesion #2 was treated with pre-dilatation and placement of a 2.75 mm x 38 mm ion us coa stent. Following post dilatation, residual stenosis was 0 %. Target lesion #3 was a de-novo lesion located in the 1st diagonal with 90% stenosis and was 10 mm long with a reference vessel diameter of 2.3 mm. Target lesion #3 was treated with pre-dilatation and placement of a 2.25 mm x 12 mm ion us coa stent with 0% residual stenosis. On the next day, the patient was discharged on aspirin and ticagrelor. In (B)(6) 2013, patient presented with tight feeling chest pain, palpitations, shortness of breath, exertion and dizziness with fast movements. Patient was subsequently diagnosed with unstable angina and was hospitalized on the same day and was referred for cardiac catheterization. The 95% restenosis of study stent placed in 1st diagonal was treated with balloon angioplasty and placement of 2.25 mm x 16 mm promus element stent with 0% residual stenosis. On the next day, the event was considered resolved without residual effects and was discharged on the same day on aspirin and clopidogrel.